Event description:
It was further reported that there was high lv (left ventricular) threshold. The lv lead was capped and replaced. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.